Event description:
Customer reported issues with the insulin pump. Customer states that there is a no delivery alarm. The blood glucose reading is 598 mg/dl. Nothing further reported.

Manufacturer narrative:
Unit passed basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed. Unit received with minor scratched lcd window. Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.